Manufacturer narrative:
The field service representative determined there were loose tube fittings on the gear pump manifold and tightened the hose clamps and the gear pump tubing. He verified instrument was operational with no leaks.

Event description:
The user stated there was liquid coming from the rear of the instrument. The liquid was onto the floor in a walkway. No one had slipped or had fallen. No erroneous pt results were generated.